Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Results generated with the different analyzers from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. From the information provided, a general reagent issue can most likely be excluded. This event occurred in (B)(6). (B)(4).

Event description:
The initial reporter received questionable elecsys ft3 assay results for one patient from cobas e 801 module serial number (B)(6). The sample was submitted for investigation and was tested on architect analyzer and a cobas e 801 module. Refer to the attachment to the medwatch for all patient data. This medwatch is for ft3. Refer to the medwatch with patient identifier (B)(4) for the tsh assay and (B)(4) for the ft4 assay. The customer reported out the results to a physician.